Event description:
Patient went to radiology with a pre-existing 20g IV in the left wrist area. Contrast media was started by rt (radiology tech) in radiology using the power injector machine. Rt saw no contrast on image during injection and scan. Patient checked and infiltration observed at the IV site. Radiologist notified. Patient's left arm described as swollen and hard to touch from elbow to IV site above wrist. Approximately 80cc of contrast infiltrated. Warm compress and arm elevated.